Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited occasional under sensing of atrial events. While the right ventricular (rv) lead exhibited over-sensing. No further information was available.